Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.21 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the device data it cannot be confirmed that the device alarmed or if the internal tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.